Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor tip cross threaded. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the threaded tip is damaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.